Event description:
Info was received that reported a patient was hospitalized in 2008 due to an incident of hypoglycemia. Per the reporter, who is a caregiver for the patient, she was called to the patient's home at 9:00pm as another of the patient's caregivers was having some difficulty. Reportedly this other caregiver had attempted to change an empty insulin cartridge at 6:30pm but could not get the cartridge to load. Reportedly this caregiver then removed the patient from the pump around 7:00pm. When the reporter arrived at the patient's home, the patient was unconscious with a blood glucose of 32 mg/dl. Two injections of glucagon were given and the paramedics were summoned. When the paramedics arrived the patient was still unconscious but her blood glucose had risen to 90 mg/dl. The patient was transported to the hospital and admitted. The device will be returned for evaluation.

Manufacturer narrative:
MFR completed the entire form. Device evaluation: the suspect device was returned and evaluated. Upon visual examination the pump was found the have significant physical damage. The device housing was found to have large cracks and a large section of the housing was broken off and missing. Internally the occlusion sensor had been shattered. This damage did result in the device's inability to operate. The device would go into an alarm condition to alert the user of an issue. We were unable to determine when or how the device became damaged.